Event description:
Customer reported resting on the finger with the freestyle meter and getting a result of 306 mg/dl. The customer took insulin based on this reading which caused the customer to pass out 20 to 30 minutes later. The paramedics were called, and upon arrival, tested the customer with a result of approximately 30 mg/dl. It was not reported what type of meter was used by the paramedics. The paramedics administered glucose intravenously until the customer had stable readings of 150 mg/dl.